Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the distal conductor was removed and there was no sign of fracture or anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, the patient's right ventricular (rv) lead exhibited noise and one thousand four hundred and seventy nine short v-v intervals. It was noted that the physician checked the set screw and lead to ensure the lead was properly plugged in. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.